Event description:
It was reported that the ilet charger would not charge the device, and a replacement was arranged after troubleshooting failed, indicating a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem consistent with a charging issue traced to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.